Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that their blood glucose is higher than the insulin pumps reading. Customer also states that the insulin pump kept alarming that they are low. The sensor and blood glucose were off. Nothing further reported.